Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of essure"), pelvic pain ("severe pelvic pain/ pain") and pelvic infection ("infection") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. Concomitant products included cyclobenzaprine, gabapentin and paracetamol (acetaminophen). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and headache ("headaches"), 8 days after insertion of essure (ess205). On (B)(6)2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and migraine ("migraine headache/migraines"). On (B)(6)2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient experienced nausea ("nausea"). On (B)(6)2010, the patient experienced vaginal infection ("infection (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - bilateral partial salpingectomy. Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic infection, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection, dyspareunia, migraine, depression, anxiety, vaginal discharge, headache and nausea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered anxiety, back pain, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2006. In current follow up reported as: 17-aug-2006. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicate. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Reporter information updated. Added event nausea. Updated outcome of events(pelvic, back pain). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and pelvic infection ("infection") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"). On (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain") and menstruation delayed ("menstrual delay"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic infection, menstrual disorder, vaginal haemorrhage, abdominal pain, menstruation delayed, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, menorrhagia, menstrual disorder, menstruation delayed, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not app1icle. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated suspect drug indication. Added event abnormal bleeding (menorrhagia) and infection (bladder/urinary tract/vaginal). Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pelvic pain ("severe pelvic pain/ pain"), pelvic infection ("infection") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. Concomitant products included cyclobenzaprine, gabapentin and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 3 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and headache ("headaches"). On (B)(6) 2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (partial bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic infection, pelvic inflammatory disease, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection, dyspareunia, migraine, depression, anxiety, vaginal discharge, back pain and headache outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered anxiety, back pain, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, menstruation delayed, migraine, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2006. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not app1icle. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Event added: headaches. Events onset dates updated. Event onset date added: headaches. Concomitant drugs added. Suspect drug insertion date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pelvic pain ("severe pelvic pain/ pain"), pelvic infection ("infection") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2006, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"). On (B)(6) 2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)), surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)), surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed) - bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic infection, pelvic inflammatory disease, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection, dyspareunia, migraine, headache, depression, anxiety, vaginal discharge and back pain outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered anxiety, back pain, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, menstruation delayed, migraine, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not app1icle. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- migraine, headache, depression, mental anguish, vaginal discharge, back pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pelvic pain ("severe pelvic pain/ pain"), pelvic infection ("infection") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"). On (B)(6) 2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)), surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)), surgery (salpingectomy (bilatera) and total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed) - bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic infection, pelvic inflammatory disease, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection and dyspareunia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered cystitis, device dislocation, dyspareunia, menorrhagia, menstrual disorder, menstruation delayed, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not appliable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fup 4, 5 and 6 processed together. Pfs and mr received- migration of essure, dyspareunia (painful sexual intercourse), did not undergo essure confirmation test and pelvic inflammatory disease. On (B)(6) 2018: fup 4, 5 and 6 processed together. On (B)(6) 2018: fup 4, 5 and 6 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic infection ("infection") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2006, 11 days after starting essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain") and menstruation delayed ("menstrual delay"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("issues with menstruation"). The patient was treated with surgery (total hysterectomy on (B)(6) 2012). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, pelvic infection, menstrual disorder, vaginal haemorrhage, abdominal pain and menstruation delayed outcome was unknown. The reporter considered pelvic pain, pelvic infection, menstrual disorder, vaginal haemorrhage, abdominal pain and menstruation delayed to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infection (seen as pelvic infection) and severe pelvic pain, amongst non-serious events. She underwent a hysterectomy five years and eight months after essure insertion. Both pelvic infection and pelvic pain are anticipated according to essure reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Pelvic infection could alternatively explain the pelvic pain occurrence. However, after essure insertion, pelvic pain may occur. Considering the temporal relationship, causality with essure cannot be excluded. This case was upgraded to incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure'), pelvic pain ('severe pelvic pain/ pain') and pelvic infection ('infection') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. Concomitant products included cyclobenzaprine, gabapentin and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and headache ("headaches"), 8 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and migraine ("migraine headache/migraines"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder/ urinary prob") and urinary tract disorder ("bladder/ urinary prob"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - bilateral partial salpingectomy, partial bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and partial bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic infection, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection, dyspareunia, migraine, depression, anxiety, vaginal discharge, headache and nausea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2006. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not app1icle. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure'), pelvic pain ('severe pelvic pain/ pain') and pelvic infection ('infection') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included headache, back pain, abdominal pain, menstruation delayed, depressed mood, numbness, migraine and depressed mood. Concomitant products included cyclobenzaprine, gabapentin and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and headache ("headaches"), 8 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced menstruation delayed ("menstrual delay"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and migraine ("migraine headache/migraines"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("issues with menstruation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder/ urinary prob") and urinary tract disorder ("bladder/ urinary prob"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - bilateral partial salpingectomy, partial bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and partial bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic infection, menstrual disorder, menstruation delayed, cystitis, urinary tract infection, vaginal infection, dyspareunia, migraine, depression, anxiety, vaginal discharge, headache and nausea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, menstruation delayed, migraine, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: 12-aug-2006. In current follow up reported as: 17-aug-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. On 26-may-2020: fu12&13 process togther- pfs received: no new information were added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infection (seen as pelvic infection) and severe pelvic pain, amongst non-serious events. She underwent a hysterectomy five years and eight months after essure insertion. Both pelvic infection and pelvic pain are anticipated according to essure reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Pelvic infection could alternatively explain the pelvic pain occurrence. However, after essure insertion, pelvic pain may occur. Considering the temporal relationship, causality with essure cannot be excluded. This case was upgraded to incident, as a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.